Event description:
It was reported that a biopsy needle was examined prior to use and the stylet was exposed. The needle was seated in the driver when the exposed notch was found. The needle was not used.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The complaint sample was returned for eval. The device was visually inspected and no apparent anomalies were noted with the exception that the hub notch on the stylet was exposed. The stylet moved freely within the cannula. The needle was placed in a magnum driver and there was a gap at the ample notch of the needle. It was also noted that it was possible to move the stylet back and forth within the hub. Several measurements were taken and it was determined that the vl dimension exceeded the upper limit, which would account for a gap observed at the sample notch. The result of the eval was confirmed. The root cause for this event has been identified. Corrective and preventative actions have been and will be implemented.